Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 168 mg/dl. After the troubleshooting was done, customer was advised to use aaa, energizer alkaline batteries. Customer was advised to monitor insulin pump. The customer also reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 168 mg/dl. The customer was advised to insert new aaa alkaline battery as soon as possible. Customer changed battery and the screen came back. The customer was advised that we would ship battery cap replacement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.